Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection. The doctor suspected that the implant procedure of (B)(6) 2016 contributed to the infection. The right ventricular lead and the competitive deice were explanted. The patient was stable.